Event description:
On 03/10/2025, it was reported by a sales representative via phone that an ar-1588rt2-ibs implant system broke at the knotless mechanism. This occurred during an acl reconstruction on (B)(6) 2025, when tensioning the tightrope and pulling the graft into the socket it broke at the knotless mechanism. The fragments were all retrieved from the patient. The procedure was completed using another ar-1588rt2-ibs. There was no harm on the patient. There was about a 15 minute delay and it is unknown if additional was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to either excessive force used during suture passing, the device coming in contact with another device during use, and/or improper surgical technique.